Event description:
It was reported that; during xia3 surgery, the surgeon tried to use the cross link connector. However, the set screw of cross link connector was loosened. The surgeon couldn't insert the set screw in connector again. Therefore, the surgeon changed the cross link connector to another cross link connector.

Manufacturer narrative:
Lot# 149331. Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: no relevant manufacturing issues were identified during manufacturing record review. The returned set screw was confirmed to have been disengaged. However the screw as able to be re-threaded onto the cross connector and function without issue. The set screw cannot disengage if used properly. Conclusion: the most likely cause of the customer reported event is unthreading of the set screw by the user, resulting in its disengagement.

Event description:
It was reported that; during xia3 surgery, the surgeon tried to use the cross link connector. However, the set screw of cross link connector was loosened. The surgeon couldn't insert the set screw in connector again. Therefore the surgeon changed the cross link connector to another cross link connector.